Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient underwent a heart transplant. Whether the outcome was device or therapy related was not provided.

Manufacturer narrative:
Section b2: outcomes attributed to adverse corrected. Manufacturer's investigation conclusion: no device-related issues associated with heartmate 3 left ventricular assist system (lvas), serial number (B)(6), were reported by the account. The device was not returned for evaluation. Multiple attempts were made to obtain more information regarding the event; however, no more information is available at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Although no device related issues were reported by the account, section 1 of the IFU ¿introduction¿ lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.